Event description:
It was reported that the patient arrived at the emergency department (ed) with ventricular fibrillation requiring external defibrillation before converting to normal rhythm. The log file captured low flow events on (B)(6) 2023. Additional information was received that the patient did not have a history of arrhythmia before the left ventricular assist device implant. The patient had symptoms of pre-syncope, dizziness, weakness, hypotension and low flow alarms. It was unclear if the arrhythmia in this event was thought to be device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information reported that low flows were potentially also related to hypovolemia. The low flow alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported ventricular fibrillation could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log files confirmed low flow alarms, which the account attributed to the arrhythmia and hypovolemia. The controller event log file contained events from (B)(6) 2023 to (B)(6) 2023. The log file recorded multiple low flow alarms on (B)(6) 2023. No other notable events or alarms were captured. The submitted log files appeared to capture the pump operating as intended at the fixed speed. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records for (B)(6) showed no deviations from manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Hypovolemia is listed as a potential late postimplant complication that may be associated with the use of heartmate 3 left ventricular assist system. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.